Manufacturer narrative:
The investigation was based on the reported information. It was further reported that the biomed in the hospital is unable to boot up the device and is working on repairing the unit. The log file and further information regarding the device were requested, but not available. As a result, no detailed analysis could be performed by the manufacturer and no root cause could be determined. The evita xl performs a controlled and monitored patient ventilation with user-defined settings for the monitoring of minute volume, airway pressure, o2 concentration, tidal volume and respiratory rate. In the event of a device malfunction the device generates a visual and audible alarm and may attempt a warmstart to solve a detected deviation. During a warmstart the device switches the display to black, briefly powers off and then back on, posts an audible alarm and opens the emergency-breathing valve to allow for spontaneous breathing. In case the warmstart is unsuccessful at solving the deviation, an audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that while ventilating the patient the screen was blank. They removed the patient and put a new ventilator. No patient injury was reported.